Event description:
The physician/operator attempted closure of an arteriotomy site with the starclose device following an interventional procedure. The physician was unable to advance the thumb advancer in the final position and stopped near to the finish arrow. The thumb advancer was unable to retract again. After pressing the safety release button, the vessel locator button was not depressed again, however, the vessel locator wings did not collapse and the device had to retract with open vessel locator wings and manual compression. Outside the patient, the physician was able to advance the thumb advancer further in the final position, then it was again possible to press the safety release button and the wings collapsed. There was no adverse event or patient death.

Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)". The device was returned and the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.